Event description:
It was reported that during an open total abdominal hysterectomy the clips did not ligate the vessels properly. The clips were firing, but the jaws of the clip applier and the clips did not close tightly together. The pt's time under sedation was extended to get a new clip applier. There was no pt injury. Add'l info has been requested. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
Final device investigation found that the clip retainer was out of position and the clips would not advance. However, the cause of the condition could not be conclusively determined. All clip appliers are 100% visually inspected and functionally tested during the MFR's inspection process. The functional testing includes firing clips and viewing the clips under magnification to ensure proper pinch and alignment.